Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found the nozzle was clogged with foreign objects; however; the customer returned the device without reprocessing (due to 'yellow, blue channel was obstructed during inspection', non-reportable), which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that due to a crack on the grip; water tightness was lost, due to wear of the scope cover packing; water tightness was lost, the air/water-cylinder had no color, the suction cylinder had no color, the scope cover was shaved, due to a pinhole on bending section cover; water tightness was lost, due to adhesive peeling on the bending section cover; insulation resistance value at distal end did not meet the standard value, due to nozzle clogging; amount of water contact did not meet the standard value, due to clogging of nozzle; water removal ability did not meet the standard value, due to wear of angle wire; bending angle in left direction did not meet the standard value, the objective lens was shaved, the light guided lens had a crack, and the universal cord had the coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the yellow, blue channel was obstructed during inspection on the colonovideoscope. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.